Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, power from the endostat ii electrosurgical unit was constant, but the output was unstable, "drifting up and down". The procedure was completed with this unit. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, power from the endostat ii electrosurgical unit was constant, but the output was unstable, "drifting up and down". The procedure was completed with this unit. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned console found some minor scratches present on the cover; otherwise the unit appeared to be in fair physical condition. Functional evaluation found that all knobs and switches appeared to function properly. The unit's output display was high in the blend mode; otherwise the unit passed evaluation and was within all other specifications. The output display in the blend mode was calibrated. The reported complaint of 'unstable power output' was confirmed; the output display reading was high in the blend mode and the unit was calibrated. Based on the investigation findings of the returned device the most probable root cause is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, power from the endostat ii electrosurgical unit was constant, but the output was unstable, "drifting up and down". The procedure was completed with this unit. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.